Manufacturer narrative:
Kinks were noted on the exposed portion of the cannula. It is unclear when the kinks occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient reported bg levels remained high despite delivering boluses; ketones were also checked but results weren't provided. As treatment, patient drank plenty of water.